Event description:
It was reported that the right ventricular lead fractured due to subclavian crush. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a partial lead was returned. The distal and proximal insulations were abraded and both coils wer e fractured at 13.5 from the connector pin as a result of clavicular crush.